Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 54 year old male patient was admitted for coronary artery bypass grafting. Postoperatively, the patient was placed on intra-aortic balloon pump and extracorporeal membrane oxygenation. The balloon pump was exchanged to an impella 5.5. After two days of support, the purge pressure increased and purge flow dropped. The site decided for an off-label application of a lytic agent via the purge system. After 6 days of support, the patient was successfully weaned and the impella 5.5 was removed. During removal of the pump, the tip of the impella 5.5 was reported to have snapped off without consequences for the patient.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Pd-cannula assembly-(separation, break): the root cause of the product damage (cannula detached from the motor housing) is due to a material fracture but the cause cannot be further established. Purge pressure high: based on the data log analysis, clinical details and returned product, the cause of the purge pressure high is most likely due to biological material buildup. Device history review: the device passed all post sterile inspection checks. B5 updated with additional information.

Event description:
The off-label application of a lytic agent via the purge system was successful.